Event description:
It was reported that the patient was in atrial flutter and experiencing palpitations. The implantable pulse generator (ipg) was unable to effectively detect and treat the arrhythmia via mode switch. It was noted the ipg had to be reprogrammed to vvi. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analysis of the device memory was performed and no anomalies were found. It was noted on 24 hour holter data corresponding ventricular and atrial rate changes. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).